Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a deflux syringe malfunctioned and broke during the injection, which caused a cut on the surgeon's hand. It was confirmed that the plastic portion of the syringe broke off, likely the finger grip." Additional information received on june 17, 2026, indicated that "the child patient was under anesthesia and the procedure could proceed as planned with another syringe."